Event description:
Would never allow you to set a peep [positive end-expiratory pressure]. Tried several different radiant warmers to make sure, flow was set to 10lpm, able to get a pip [peak inspiratory pressure] level set, but when you turn the dial for peep it stays at 0 and will not allow for peep so unable to give CPAP [continuous positive airway pressure] to newborn infant. I tried several with this lot number and three of them would not set the peep.